Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was unable to communicate with the patient controller post an unrelated surgical procedure. Troubleshooting was tried to no avail. Additional follow-up is pending to determine the next course of action to address the issue.

Event description:
Additional information was received surgical intervention was taken patient¿s ipg was explanted and replace. Therapy was established post procedure.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. The report stated that the patient had an unrelated surgery. As a result of this finding, actions have been taken to prevent reoccurrence.